Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor wire detached from sensor pod and patient was able to remove it from her skin on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return their device to be investigated.